Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: do you have any pds suture samples of lot kmz337 to return for evaluation? I will look. Are you reporting events related to 1 or 2 surgeries? 1. What type of surgery did you have? Cesarean section what was the reason for this surgical procedure? To get a baby delivered. Please provide the date surgery date. (B)(6) 2017. When did the issue begin? Two weeks after what kind of symptoms are experiencing? 2. Week f/u appointment, incision leaking and coming apart, still had staples in, pt didn¿t f/u in 1 week and get staples removed. Can you provide date of the new surgery performed to correct your condition? (B)(6) 2017. Can you provide us with a brief medical/surgical history? Was there any complication from the initial surgery? If in your possession, may we have a copy of your operative report? I¿m not the patient. Email received from customer: can you explain the return of vicryl and monocryl suture pieces for this event? I called your company explaining the dehiscence of a wound from a patient 2 weeks post op, and your rep wanted us to send in the pieces of the suture taken out of the patient. What was the complaint regarding the vicryl suture? That it broke off inside the patient and thus making the incision dehiscence. It was pds ii suture. Z370 no suture or needle from code z370 (pds suture) were returned for evaluation to determine the assignable cause; therefore the reported failure could not be evaluated.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017 and the suture was used. The patient did not follow-up in one week. Two weeks post-operative, during the follow-up, it was found that the wound/incision was leaking and coming apart, still had staples. The suture was broken into pieces inside the patient. The patient experienced a wound/incision dehiscence and the wound was re-sutured on (B)(6) 2017 to address the issue.